Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge intermittently displayed a fill estimate that was lower than a value the customer expected to be observed. As the events were in the past, no troubleshooting could be performed to the issue. Blood glucose level was in the 200's mg/dl range.